Event description:
It was reported that the surgeon implanted a micl12.6 implantable collamer lens in 2007 and the lens was explanted the following month, due to excessive vault. The white to white measurements were recalculated and determined to be correct. The lens was not replaced at this time.

Manufacturer narrative:
Evaluation: results: visual inspection of the returned product showed that there was pieces of a haptic plate torn off and missing and there was a clear surgical residue on the lens.